Event description:
The morning of the incident the customer woke up with bgs of 400 and the family member took them straight to the hospital where they were treated by the ER. Customer was disconnected from the pump and they will call back later for assistance. The customer's family member call a couple days later stating their bgs were still high. Troubleshooting revealed there were air bubbles in the tubing. Additionally, the family member stated they had given them a manual injection earlier in the day but their bgs remained high. Recommended try a new vial of insulin and call back if there is still a problem.